Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR): the DHR shows no abnormalities related to the reported failure. Complaint confirmed via inspection of the unit. The handle was not locking properly due to wear of components from routine use. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
To date, the device involved in this event has not been returned for evaluation. An investigation has been initiated based on the reported information, and a follow-up MDR will be submitted upon completion of investigation.

Event description:
A facility reported that the locking mechanism on the mayfield ultra base unit was broken and unstable. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.